Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found burnt residues on the interconnect area of the tab flex. The burnt residues were likely caused by saline solution contamination. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. The conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect, thus causing the catheter to malfunction. Reference: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that the catheter stopped displaying image and subsequently displayed a "transducer not recognized" message midway into an unspecified procedure. The user replaced the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.